Event description:
It was reported that the femoral stem was broken, not the femoral component.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected: d1 and d4 (catalog).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received (mw5094739). It was reported that the depuy lps uncemented femoral stem 12x100mm, cobalt chrome, implanted in 2016, broke thereby requiring revision operation. Presents with left femoral component knee replacement hardware failure. The patient states that last night he was standing in his bathroom brushing his teeth when he heard and felt a loud ¿pop¿. He states the leg immediately felt unstable  and he lowered himself to the floor. He did not fall. He was transferred via ambulance to the hospital for evaluation where imaging was obtained and showed fracture of the femoral component of his knee replacement hardware. He was then transferred to the facility for further evaluation and treatment. The patient reports that he has had minimal pain in the leg. He notes baseline numbness of the extremity and denies any new or worsening numbness or tingling. The patient states at baseline he is able to ambulate on his own with occasionally using a cane for assistance. The patient reports that he was run over by a semi. He underwent approximately 30 reconstructive surgeries to his left lower limb at the center . They are working to obtain records.